Event description:
Complainant alleged that during biomed testing the device had a broken pin on the defib paddle multi-function cable receptacle and was unable to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.